Event description:
Pt had neopicc placed in 2004 for prolonged venous access via right hand vessel. Good blood return was noted and catheter flushed well without resistance. Chest x-ray showed tip in the right subclavian. Two days later pt's right arm, shoulder, and chest were noted to be edematous. The PICC line was removed intact and without difficulty.